Manufacturer narrative:
The abbott field service representative (fsr) observed that ict valve tubing was obstructed which caused reference solution to form (bubble) on the end of the ict probe. The ict valve tubing was replaced, the bubble was no longer observed, and no additional discrepant results reported. The tbg, ict valve nc-ict module part number 7-93269-01, was determined to be the likely cause for the issue. Additionally, a review of the service history revealed no additional discrepant results and no service or complaint issues. No systemic issues or adverse trends were identified. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues or nonconformance associated with the tbg, ict valve nc-ict module part number 7-93269-01. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result when processing on the architect c8000. The following data was provided for sid (B)(6): initial result was 9.5 mg/dl and repeat was 2.1 mg/dl. Previous magnesium result for this patient was 1.9 mg/dl. The customer uses a normal range of 1.8-2.4 mg/dl for magnesium. No impact to patient management was reported.